Event description:
Event description guidant received information that this atrial lead had high impedance and thresholds. Additional investigation found that it had dislodged and fell down near to the patient's tricuspid valve. The lead appeared to have a sharp bend between the anode ring electrode and the cathode electrode tip due to it's proximity to the tricuspid valve. The bend was noted on x-ray during systole.